Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that balloon withdrawal difficulties were encountered. The target lesion was located in the proximal right coronary artery. After pre-dilation was performed, a 4.00x20 synergy&#10244;rug eluting stent was deployed. The physician deflated the stent delivery balloon to remove the device however, the physician felt that the balloon became stuck and was difficult to remove. The physician had several tugs to remove the device and was successful. The procedure was completed and no patient complications were reported. The patient's status was stable.